Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the post operative device interrogation noise and slightly higher threshold measurements were seen on another manufacturer's right atrial (ra) lead. Air bubbles were thought to be the cause of the noise. It was noted that the physician did not burp the seal plug on the header of the device at implant. Sensing was temporarily reprogrammed. At the pre-discharge check all numbers were within range and there was no noise observed. The sensing was reprogrammed back to the original settings. The ra lead and implantable cardioverter defibrillator (ICD) remain in service.